Event description:
It was reported that during a surgical procedure at the user facility, the device operated differently than expected. Attempts are being made to gather additional information from the user facility in order to determine the reportability of the event.back-up equipment was used to complete the procedure. No clinically significant delay and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event of the device operating differently that expected could not be duplicated and upon follow up the user facility could not supply any additional information. No components were identified which would have likely caused or contributed to the reported failure.

Manufacturer narrative:
A follow up report will be submitted once the device is received and the quality investigation is completed, and if additional information is obtained that requires reporting. Device not returned for evaluation at this time.

Event description:
It was reported that during a surgical procedure at the user facility, the device operated differently than expected. Attempts are being made to gather additional information from the user facility in order to determine the reportability of the event. Back-up equipment was used to complete the procedure. No clinically significant delay and no medical intervention were reported.